Manufacturer narrative:
The cause for the enhanced estradiol (ee2) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false high advia centaur xp enhanced estradiol (ee2) result was obtained on a patient sample. The patient sample was repeated and the result was high. The physician questioned the result. The patient sample was tested on two alternate methods and the results were lower. The lower results were in agreement with the clinical picture of this patient. Patient with ovarian failures. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00066 on march 22, 2017. The patient sample is not available for further internal investigation. The previous draws from this patient gave similar results on the advia centaur enhanced estradiol assay. While the exact cause of the falsely elevated result cannot be determined, a non-specific interferent can not be ruled out. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. Please note the interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The instructions for use (IFU) state in the limitations section: "with the advent of new steroid based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patients clinical history. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." The instrument is performing within specifications. No further evaluation of the device is required.